Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. The harvester was able to complete the case with the same device. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot# and the occurrence date were unknown. There were no nonconformances associated with the lot number. (B)(4).